Event description:
The recipient reportedly experienced an embedded external magnet following a head trauma incident. The recipient presented with redness and discomfort. The recipient was prescribed an antibiotic. The recipient's external magnet was removed after numbing. The recipient is in the process of healing. The recipient was recommended to cease device use until medically cleared.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's site has reportedly healed. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.